Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) alleging that her one touch ultra2 meter had displayed an error message ¿ error 1. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported she ¿has no idea¿ when the alleged error message first occurred. The patient manages her diabetes with pills, diet and exercise and denied taking any action in response to her regular diabetes management routine as a result of the error message appearing. The patient reported that ¿a couple of months ago¿ on an unspecified date and time after the error message appeared, she developed symptoms of ¿thirsty, bathroom all the time, pain in feet and blurry vision¿. However, the patient denied receiving any treatment due to the alleged issue. At the time of troubleshooting the cca noted that the meter was not in use for the first time. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.